Manufacturer narrative:
(B)(4).

Event description:
The user reported that the device gave a "interface board defective error" during self test. No patient was involved. There was no report of any adverse impact.